Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high and low, out of range, hv lead impedance alerts were noted on a merlin.net transmission. Full assessment of the lead was recommended. It was also noted that the patient has other heart issues and the impedance anomaly may be addressed at a later date. Lead remains implanted.